Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient developed mediastinitis and aortic insufficiency. The patient returned to the operating room where the aortic valve was replaced and the surgeon decided to exchange all foreign material, subsequently a pump exchange was performed. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues were identified during the evaluation of hm3 lvas, mlp-007601, and a direct correlation between the pump and the reported aortic insufficiency and mediastinitis could not be conclusively determined through this evaluation. Mlp-007601 was returned assembled with the pump cable severed approximately 7.5 inches from the pump header. The remainder of the pump cable and the modular cable were not returned. The sealed outflow graft attachment was returned attached to the pump cover outlet port. The apical cuff was returned and secured with the fully engaged cuff lock. The felt portion of the sewing ring had been removed prior to the device being returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. The pump was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 lvas IFU is currently available. Section 5 of this IFU states that moderate to severe aortic insufficiency must be corrected at time of device implant. No further information was provided. The manufacturer is closing the file on this event.